Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, surgical intervention may be pending to address this situation.

Event description:
The system was slated to be explanted on (B)(6) 2019; however, the manufacturer has not been provided with the exact date of explant.